Event description:
The port eroded through skin. Report from client: picture available that shows port partially visible with about 30% of the outer rim visible. The picture is of poor quality as it is a scan of a hard copy provided. Reply from rep received stating: for clarification, it was not a leaking xcela port. The skin eroded above the port and the port came through the skin. The port was implanted in 2008. The port was explanted in 2009. It is not still in the pt. The port was not kept. It was intact with no defect in the port. This was a pt specific skin erosion issue. It would have likely happened with any vendors port.

Manufacturer narrative:
By viewing the picture, we confirm that the port eroded the skin. We do not have any info where the implanted port is located. Signs of infection were not reported. Port remain intact after explantation. Device history record: a review of the device history record was performed. There were no non-conformances associated with the incriminate lot number 0836 cs. Label review: the incidence of skin erosion is unk because not all occurrences of port erosion are reported in the literature. However, it is believed that it occurs rarely. On the IFU supplied with an port, it is mentioned on page 5 that port erosion through the skin could be a possible complication and we indicate on page 7 that a too thin cutaneous tissue over the port system may lead to port erosion. A tissue thickness of 0.5 cm to 2 cm is appropriate. A potential complication of implanted port is the erosion of skin. Erosion can occur within days or weeks after implantation if the incision site overlies the port septum and wound dehiscence occurs. Erosion can result from the loss of viable tissue over the implantation site exposing the port body. Implantable port that are placed just under the skin surface in active pts are vulnerable to repetitive movement that may cause the overlying skin erosion. It seems that the clinician did not follow our IFU regarding the thickness of tissue over the port septum.